Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a lot of dust blocked the ventilation, the scope outlet connector was worn out, the scope didn't connect to the mechanism properly, and there was a liquid substance inside the connector tube, therefore the outlet socket needs to be replaced. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a lot of dust blocked the ventilation that turned the device overheating. The scope outlet connector was worn out causing the scope didn't connect to the mechanism properly. The cause of the complaint and additional findings was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the procedure the subject device becomes very hot / then switches off and works again after cooling down, the light source may be dirty on the inside, preventing heat from dissipating properly. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.